Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 12/06/2023, it was reported by a sales representative that an ar-9628 drill bit broke off while drilling for peripheral screws. This was discovered during use in a case with no patient harm. Delay in the case due to patient had to be laid on his side and redraped to be able to retrieve the bit.

Manufacturer narrative:
Complaint is confirmed. Visual inspection identified the distal end of the 3.0 mm drill bit had broken off. No broken pieces were returned for investigation. Flutes had chipped. The laser mark faded. Functional testing was not performed due to the damage to the device. The most likely cause for the reported failure can be attributed to user error of the device due to misaligned insertion. Manufacturing date 3/2019.